Event description:
It was reported that (16) lvp had issues with dim display segments.there was no patient involvement. The displays were found during our annual preventive maintenance.the displays where either missing segment or dim segment.

Manufacturer narrative:
The customer¿s reported issue of dim segments was confirmed. Physical inspection noted no damage, corrosion, or cold solder was observed. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 14 out of 15 returned lvp display board assemblies with dim segments. Pcb (B)(6) was observed with no dim segments. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Device history review: review of the (B)(6) service history record showed the device had a manufacture date of 12/04/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/27/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only an lvp display board assembly was provided for investigation

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (16) lvp had issues with dim display segments. There was no patient involvement. The displays were found during our annual preventive maintenance. The displays where either missing segment or dim segment.